Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer's parent administered insulin based on high readings obtained on his blood glucose meter resulting in a hypoglycemic event requiring medical intervention. During the call it was revealed that the consumer was using inappropriate test strips for the nova max link blood glucose meter and not practicing control solution testing of each vial of test strips as outlined in our directions for use. The test strips in question will be returned for evaluation.